Event description:
It was reported by the stryker field service rep that the customer alleged that the fowler could not be raised and lowered completely. It was unk if there was pt involvement, but there were no adverse consequences.

Manufacturer narrative:
Fowler.